Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets cannula kinked events on (B)(6) 2024. Patient went to emergency room and eventually got hospitalized on (B)(6) 2024. Events had occurred within 3 or more hours of insertion. The insertion site was at thigh and lower back. Infusion sets were used for 1 day. Blood glucose level was between 350-400 mg/dl at the time of event. Patient was treated with intravenous (IV) and fluids of saline and insulin. The duration of emergency room was 6 hours. Patient was found positive for high ketones. Patient was released from the hospital on (B)(6) 2024. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.